Event description:
Caller stated that he received a letter from dexcom stating that his dexcom receiver m527403-0 has been recalled. He said the results of this device compared to his finger sticks is always off. Results are inaccurate. He has low reading especially during the night. This low readings repeat itself every five (5) hours. The sensor is defective, it will not peer up with the receiver.